Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the clip failing to establish final arm angle (efaa) during procedure, and clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system was advanced to and positioned on the mitral valve. While establishing final arm angle (efaa), the clip was noted on multiple attempts to continually open from 0 to about 30 degrees. Despite inability to efaa, the clip was implanted. Post-implantation the clip was noted to open to 30 degrees. Another clip was implanted to stabilize the first clip and to further reduce mr. Mr was reduced to 1. There was no adverse patient effect and no clinically significant delay in the procedure. The patient was reported to have done well post-procedure and went home without issue on (B)(6) 2022.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lots that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on the information reviewed and without a device to analyze, a cause for the reported clip opening while establishing final arm angle (efaa) and clip opening while locked could not be determined in this incident. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.